Manufacturer narrative:
An investigation was completed as the actual device was returned to the richard wolf facility on (B)(4) 2013. Complete system put together and no issues were found that would make the system fall apart. Hy-pot tester used to test insert, device had an electrical short. Device is over 3 years old. Rwmic has no similar complaints on file. Labeling was reviewed and found to be adequate. Intended use, indication and field of use, preparation and cautions. Richard wolf considers this matter closed. However, in the event we receive additional information, we will provide FDA with follow-up information.

Event description:
Richard wolf medical instrument corp (rwmic) was notified by facility that during a tubal ligation, instrument system came apart. Additional time was needed in order to complete procedure; therefore, increasing risk to pt. Four devices combine into one system, they consist of the following: handle (8393.974), report 1418479-2013-00020; outer tube (8393.924), report 1418479-2013-00021; sleeve (8393.923), report 1418479-2013-00022; forcep insert (8393.705), report 1418479-2013-00023.